Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record for sn: (B)(6) was performed from 08/31/2015 to 11/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that IV pump channel was not working. There was no mention of patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that IV pump channel was not working. There was no mention of patient involvement.